Manufacturer narrative:
(The device was manufactured at either): baxter healthcare ¿ aibonito, rd 721 km 0 3 po box 1389, aibonito, puerto rico 00705 or baxter healthcare ¿ cartago, 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial, cartago, costa rica 30106. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free IV connector disconnected from a clearlink system continu-flo solution set. The intravenous tubing disconnected during a patient infusion and leaked onto the bed. New tubing was required. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Both the clearlink system continu-flo solution set and the one-link needle-free IV connector were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional examination was performed by manually connecting the clearlink continu-flo solution set to the one-link device. There were no issues noted with the clearlink system continu-flo solution set; however, it was determined that the one-link connector would no allow a secure fit. The reported condition was verified; however, the clearlink continu-flo solution set operated as expected. The cause of the reported condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.